Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. B5 - update with information when the event was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image displaying could not be determined at this time. Device evaluation was unable to reproduce the issue. Olympus will continue to monitor field performance for this device.

Event description:
Confirmed the event was found prior to the procedure.

Manufacturer narrative:
The device was returned to the regional repair center for evaluation. The customer's reported issue could not be confirmed as the camera was inspected and tested as the image was properly displayed without any transmission anomaly and no error message was displayed. There was no defects to the cable or charged coupled device censor. The device was sold in march 2011 and was previously repaired in january 2021 due to a defective cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the user facility that the high definition autoclavable camera head was returned for service for a reported no image malfunction. No patient injury or harm was reported to olympus.

Event description:
Olympus (ofr) was informed by the user facility that the high definition autoclavable camera head was returned for service for a reported no image malfunction. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned to the regional repair center for evaluation. The customer's reported issue could not be confirmed as the camera was inspected and tested as the image was properly displayed without any transmission anomaly and no error message was displayed. There was no defects to the cable or charged coupled device censor. The device was sold in march 2011 and was previously repaired in january 2021 due to a defective cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.